Event description:
It was reported during the implant procedure that the physician could not fixate the lead to the header due to a missing screw in the header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed damage to the grommet, and the setscrew was missing.